Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of possibly accidentally administering a bolus which caused a low blood glucose of 40 mg/dl, which was treated with food. Customer uses auto mode, but the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Customer was sleeping and does not believe they administered the bolus and believes the insulin pump over delivered insulin. Insulin pump is expected to return for failure analysis.